Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high mg/dl. Cause was not known. The customer went to an urgent care clinic but they did not receive any medical intervention. The urgent care did a urine test only. A system check was performed, and the pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.